Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-9215-1-03 handle snapped off the ar-9231-02ag-25l drill guide. Case involvement, device broke during use.

Manufacturer narrative:
Additional information: h.6 updated correction: this case was determined to be a duplicate and has been reported in report # 1220246-2022-05693.